Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Non-health care professional reported on behalf of a consumer, who experienced severe damage to the pupil, loss of vision in left eye and significant distress after using cleaning and disinfecting solution. The consumer used the expired products. The current status of the consumer's eye is not resolved at the time of this report. Additional information has been requested but not yet received.